Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip broke. The fiber was replaced, and the procedure was completed with a second fiber without patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip broke. The fiber was replaced, and the procedure was completed with a second fiber without patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber was thoroughly analyzed. Visual analysis identified the glass and metal cap were detached and they were not returned with the fiber. Therefore, the levels of devitrification and detritus could not be determined. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted found no signs of breakage identified along the length of the fiber. The connector cone, segments, and tabs appeared in good condition and were secured. The control knob was attached and aligned with the fiber and could rotate the fiber. With the available information boston scientific concluded that the reported fiber cap/tip break was confirmed as analysis identified the glass and metal caps were detached and they were not returned with the fiber.